Event description:
The patient reported that the buttons did not respond to presses after the pump was exposed to water. The patient said that the keypad was intact.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: moisture was observed in the display lens. A leak test was performed and the keypad was found to be leaking. The pump booted up with functional display and auditory alarm. The keypad and audio bolus buttons were found to be unresponsive to presses. The pump was opened and moisture damage was observed inside the pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.